Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with non-sustained vf episode via merlin.net transmission. Possible lead issue was suggested. Review of the episode revealed noise on the svc-can and v sense amp. Lead damage in the pocket area is a possible cause of the noise. The patient will continue to be monitored via merlin.net. The patient is stable.